Manufacturer narrative:
(B) (4). Physio-control replaced the programmed system controller pcb assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the removed system controller pcb and determined the cause of failure to be an ic chip, designator u65, from the assembly.

Event description:
It was reported that the device had the service indication illuminated. Physio-control evaluated the device and verified several fault codes logged in the memory and its failure to defibrillate energy. There was no report of pt use associated with the event.